Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/19/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm that the broken needle was retrieved during the same procedure or was it scheduled? Additional information was requested and the following was obtained: please describe response: were there any unexpected outcomes or complications as a result of the prolonged surgery time? - no unexpected outcomes until now. No. It was noted procedure was vaginal delivery and that surgery was prolonged 5 hours. Was patient under general anesthesia during that time for a vaginal delivery? No. Was broken needle retrieved from patient or is it retained? Retrieved now. Is surgery planned for removal? If yes, date scheduled?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2, h6 health effect - impact code. Additional information was requested, and the following was obtained: please kindly confirm that the broken needle was retrieved during the same procedure or was it scheduled? See note below. After investigation, the patient was a female with unknown specific age who underwent perineal laceration repair surgery on (B)(6) 2022 due to "perineal laceration after vaginal delivery". The operator used vr917 to perform the perineal sewing in the way of figure-of-eight suturing. The needle fracture occurred during the suturing (the broken end of suture needle was close to 1/3 of the tail). The fractured needle fell into the patient's tissue. The operator immediately gave the patient intraoperative x-ray examination to assist in finding the fractured needle. Since the specific position of suture needle could not be determined during the operation, the operator replaced a new suture (the specific product information was unknown) to continue the suturing and routinely complete the surgery. The surgery time was prolonged for about 5 hours due to this event, and the needle was retrieved in the second surgery. The fractured needle was removed in the second operation (the specific date of the second operation was unknown). The fractured needle was removed currently, and the patient's condition was stable. No subsequent adverse event report was received attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used in this procedure to handle the suture? Where was the needle grasped? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? (B)(4). Corrected information: h1, this event has been updated from malfunction reportable to serious injury.

Manufacturer narrative:
(B)(4). Additional information provided: customer will keep the sample and could not be returned. Additional information has been requested and the following and received. What measures were taken to retrieve the broken piece? The x-flime was use to locate the broken piece but still not be retrieved. Was there any additional tissue damage as a result of searching for the needle piece? No. Are any plans in place to remove the needle piece in future? Unk. What is the surgeon's opinion of consequences to the patient? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes until now. What tissue was being sutured when the event occurred? Perineum. Was additional dissection required in other organs/tissues other than the target tissue? Unk. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unk. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Unk. Additional information has been requested and the following however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe response: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes until now. It was noted procedure was vaginal delivery and that surgery was prolonged 5 hours. Was patient under general anesthesia during that time for a vaginal delivery? Was broken needle retrieved from patient or is it retained? Is surgery planned for removal? If yes, date scheduled? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient had a vaginal delivery on (B)(6) 2022 and suture was used. The needle was broken when sewing the perineum. Two-thirds of the needle was remained in the tissue. X-ray was used to locate the broken piece. It could be seen in the tissue, but could not be felt by hand touch. The procedure was prolonged about 5 hours and the broken piece was still not removed. Another new product was used to complete the surgery. The patient was still in the hospital for further observation and was in stable condition. No additional information could be provided currently. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/17/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: what instruments were used in this procedure to handle the suture? Where was the needle grasped? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event?